Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent undersensing was observed on the device. Programming changes were recommended.